Event description:
I had dry eyes on early morning of (B)(6) 2025 and I went looking for artificial tears blisters to instill in my eyes. Since my dry eyes were very bothersome, I was eager to get relief and thinking I had found the artificial tears I accidentally squirted 2 big drops of boston one-step liquid enzymatic cleaner into my right eye. After feeling a sharp pain and continuous burn within seconds, I immediately figured I had instilled the wrong product in my eye and flushed out my eye with regular water then used sterile eye wash solution. After 3 hours the pain, burning and redness got worse and I went to the (B)(6) ER for addition eye wash rinsing and doctor diagnosed I had a bad cornea abrasion and needed antibiotic, this incident cause me much pain, fear of losing my eye site and discomfort along with needing to take a whole week off of work. During the whole 5 days of this accident my eye was very red, swollen, painful and itchy with at times even pain around my eye socket. I am reporting this because my mistake in assuming that the boston enzymatic cleaner was the artificial tears I was looking for was because these two products have the same type of packaging and look. Both blister dispensers are clear on both sides and same size. The only difference is the boston cleaner has a white label on one side with its product name typed whereas the artificial tears has its product name ink engraved on the blister end. I do wear contacts--been wearing them for like 40 years-- and have made great effort to keep these two products away from each other and in own box. However, I am a little older now and with the grave discomfort I was having from the dry eyes I was very eager to find relief. I believe that since boston one-step liquid enzymatic cleaner is very toxic and dangerous to the eye it should have a red label and have the tip that is broken off to dispense the product be red.